Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedurespecific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. The complaint was confirmed. Available information suggests that procedural factors ((re-used the delivery system) may have contributed to the malposition of the thv. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. The complaint was confirmed. Available information suggests that procedural factors (thv malposition) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Insufficient imagery provided for evaluation - only 1 cine provided, demonstrating a deployed valve. Malpositioned transcatheter heart valve confirmed, with observed position of approximately 100:0. Contrast observed entering the ventricle during injection; however the stiff wire was across the valve in the provided imagery. Deployed valve exhibits paravalvular leak (pvl) is confirmed by leakage observed paravalvular.

Event description:
As reported from our affiliates in switzerland, this was a case of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. Before the deployment, the guide wire was lost from the ventricle, and it was required to quickly remove the entire commander delivery system and crimped sapien 3 ultra valve. During deployment, the valve slightly ''embolized'' through the aorta, landing in a 102/-2 final position. Consequently, a ''medium'' pvl and a potential coronary occlusion were found. It was decided to not use a stent and to protect the coronaries with a wire. With this, the potential coronary occlusion was avoided. A second 23mm sapien 3 ultra valve in lower position was implanted with optimal result to avoid "very mild" paravalvular leak. There was a good result, and the patient was discharged 48 hours later. Per medical opinion, the root cause of the event was because the guide wire was lost from the ventricle, and it was required to quickly remove the entire commander delivery system and crimped sapien 3 ultra valve. When re-inserting the same kit, it was possible that the valve moved slightly on the commander.

Manufacturer narrative:
Investigation is on-going.